Manufacturer narrative:
This report is being sent to provide new information in section b5.

Event description:
It was reported that since last december, this implantable pacemaker battery had decreased from 9 years to only 5 years remaining. The physician suspected that the battery was exhibiting premature depletion. Boston scientific technical services was contacted, and it was confirmed that the device was depleting normally. The decreased longevity was determined to be the result of persistent high atrial rate sensing. At this time, the pacemaker remains implanted and in-service. The patient was stable with no adverse effects reported.

Manufacturer narrative:
This report is being sent to provide new information in section b5. This report is being sent to provide new information in section h11, additional MFR. Narrative. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that since last december, this implantable pacemaker battery had decreased from 9 years to only 5 years remaining. The physician suspected that the battery was exhibiting premature depletion. Boston scientific technical services was contacted, and it was confirmed that the device was depleting normally. The decreased longevity was determined to be the result of persistent high atrial rate sensing. At this time, the pacemaker remains implanted and in-service. The patient was stable with no adverse effects reported.

Event description:
It was reported that since last december, this implantable pacemaker battery had decreased from 9 years to only 5 years remaining. The physician suspected that the battery was exhibiting premature depletion. Boston scientific technical services was contacted and is currently pending data review. At this time, the pacemaker remains implanted and in-service. The patient was stable with no adverse effects reported.